Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, that the images of the exera series endoscope were not displayed, due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image transfer did not work was not confirmed. In addition, an image issue due to a defective printed circuit board. There was no image with scopes from exera I and exera ii series. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during preparation for use, the evis exera iii video system center image transfer did not work. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: an image issue due to a defective printed circuit board.